Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed a high pot test and had several cables pulled from the distribution node. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the distribution node (dn) to the front therapy electrode (te) cable was pulled from the dn, and the ECG c and d and ECG a and b cables were pulled from the dn. The j702 connector on the dn pca was also broken. In addition, the dn to rear te and trunk cables were cut. The damaged cables caused the belt to fail a high pot test. The root cause of the damaged cables and connector was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cables. The last pt to use this device did not report any deficiencies.